Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced cartridge resistance after filling the cartridge with 260 units of insulin. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the cartridge continued to be used for insulin therapy.